Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic appendectomy, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the device jaws. There was no injury to the patient.